Manufacturer narrative:
Continuation of d11: product ID 978b128 lot# va29u30 serial# implanted: 2020-(B)(6)explanted:2020-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that x-rays were taken on 2020-(B)(6). The images did not support lead migration. The lead appeared to be in approximately the same position. There was not enough information to determine cause of the lack of stim sensation and toe flexion. The patient also reported pain at the surgical site after increasing the amplitude from 4.5 to 5.0 v. The pain was felt at the surgical site containing the lead/extension connection. The patient stated that the pain disappeared immediately after they decreased the stim back to 4.5 v. However, the rep thought that this possibly suggested 'pocket stimulation' (i.e. Electricity escaping from the lead/extension connection or somewhere else along the pathway of the lead or extension contained inside the surgical pocket site. The patient had elected for device removal on 2020--(B)(6). .

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va29u30, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was being implanted with a lead for an advanced evaluation with an external neurostimulator. It was reported that during an advanced evaluation case, the lead was placed easily. A motor response was observed/achieved at low amplitudes of approximately 2 v or below. The lead was deployed and fluoroscopy was done immediately following, confirming no lead migration. However, post op there was no reported sensation until the amplitudes were approximately 4.5 v, significantly higher than intra-op. This only happened if electrode 3 was assigned as the negative. Any other electrode that was assigned negative gave no reported sensation at max amplitudes. If the nature of the lead had not somehow changed, these amplitudes would have caused toe flexion in the patient, as it did intra-op. However, there was no toe flexion observed post-op. Impedances were checked and all were within range. The rep also tired switching the ens and handset, but there were not changes in amplitude. The issue was not resolved at the time of the report. It was unknown whether surgical intervention would take place.